Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the device was returned with the jaws open. Eschar buildup was observed on the device's seal plate. The cord plug was severed and was not returned. After cleaning the buildup, the device was found to be functioning properly. It was determined that more frequent cleaning of the jaws could have prevented the accumulation of eschar. The mechanical function of the device's jaw opening and closing was functioning properly. Weld integrity and tactile feedback were inspected and determined to be within specification. The knife cut performance was tested on a silicone test strip and yielded acceptable results. The heel gap of the device was also measured and found to be within specification. It was reported that the device stopped working and the jaws were difficult to open. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: improper cleaning was detected. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the middle of the procedure, the device's jaws became difficult to open and eventually could not be opened at all. Another ligasure device was successfully used with the same generator. There was no patient injury.